Event description:
Rptr had fibroids with heavy menstrual bleeding and pain with one abnormal pap smear. She had a hysterectomy with the mesh implanted at that time. She was unable to void post-op, only able to void 250cc and left the hospital with a catheter. She had to convince her physician to cut the mesh. Doctor cut the mesh on (B)(6) 2011 with little to no relief. In (B)(6) 2011, she went to see a urogynecologist who performed urodynamic testing that showed dysynergy (urethra not opening). She had stimulation and physical therapy. On (B)(6), the physician removed what they could but rptr had to perform self-catheterization. On (B)(6) doctor placed electrodes and (B)(6) an interstim device. It worked but found that her pelvic was closing shut. She was unable to have sex and hasn't been able for 6 mos. She is experiencing pelvic pain and was given marcaine 2 times a week. She has lost her job because of this and has problems with normal family life. In (B)(6) 2012 ,the doctor suggested moving the leads and now she has urinary retention. She also has had 5 urinary tract infections. She has had pudendal blocks. They only work for a week and a half. Doctor is planning to give her a different stimulator within the month. Rptr has also gained about 35 pounds since she is much less mobile, unable to stand long because of the pelvic pain. She takes pain meds, has been given pelvic physical therapy and tried botox injections to her pelvic floor. She also tried a pessary for bladder prolapse which was not successful. Rptr wonders about ob/gyn physician training being inadequate for use of the mesh during hysterectomies. She understands that it only consists of a half hour session. She has attempted to locate the MFR of the mesh used in her surgery but a review of her chart shows no record of it.